Event description:
Battery depletion and high impedance on rv [right ventricle] lead.

Manufacturer narrative:
The following elements have blank data: [approximate age of device:] for type of device: scaler, ultrasonic. [Device identifier (di):] for type of device: scaler, ultrasonic. [Device catalog (ref) #:] for type of device: scaler, ultrasonic.

Event description:
Battery depletion and high impedance on rv [right ventricle] lead.

Event description:
Battery depletion and high impedance on rv [right ventricle] lead